Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In addition, omsc confirmed the following additional information. Manufacturing date: 2015/2/24. There was no repair history for the last 1 year. The exact cause of the reported event could not be conclusively determined. Since the phenomenon was not reproduced in the repair department, it is presumed that there was no abnormality in the subject product, but an abnormality in any of the other devices (cv-190, 3d endoscope, sdi cable). If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by olympus china that the image of the subject device was not displayed. There was no report of patient injury associated with this event. The latest use of the subject device was for training and assessment of dealers, and it was not used in hospital.